Manufacturer narrative:
It was confirmed that the endoanchors were used in this procedure for both a concern for late failure and for a type ia endoleak. It was reported that four endoanchors were used to secure the trunk due to a short angulated neck and a further three endoanchors were implanted as a final arteriogram demonstrated a persistent flow coming from the right lateral aspect of the device which was confirmed to be the ia endoleak. Final arteriogram showed the endoleak had resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sg-64, lot number unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 95mm abdominal aortic aneurysm. During this procedure a heli -fx endoanchoring system was used and seven endoanchors were implanted. During the index procedure it was reported that the patient was hypotensive, bleeding and anemic. It was reported that the patient had an estimated blood loss of 400mls. This was then treated and the patient received an infusion of 2 units of red blood cells, was given medication and had diagnostic imaging performed. This event was reported to have resolved four days later and the patient recovered with treatment. This event has been assessed by the site as being related to the index procedure.